Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition did not function was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power, and failed pretest for noise assessment, and safety assessment. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had insufficient/low power. It was noted that the housing pins had no movement. It was further determined that the device failed pretest for loctite assessment, cutter lock assessment, noise assessment, rotational speed assessment, and safety assessment. It was noted in the service order that during an unspecified surgical procedure it was observed that the motor device did not function. It was reported that a spare device was available to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.